Event description:
It was reported that the asymptomatic patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise and it triggered auto mode switch episodes, which was suspected to be due to a lead fracture. The noise could be recreated with pocket manipulation. All other electrical measurements were normal. The patient remained stable.